Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the connection between the hose and the infusion set came out. Furthermore, the part that inserted into the skin broke and the connection was not secure. No further information available.